Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient¿s blood glucose on an unknown date was 30 mmol/l without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the total daily dose basal history did not match the active basal program for known and expected reasons: a loss of prime alarm and a battery change. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the reported health event was attributed to a pump malfunction of unknown cause.

Manufacturer narrative:
Correction: update to describe event or problem: date reporter contacted animas: 01/03/2017.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The pump history shows a 0.00u basal program from (B)(6) 2016 at 13:57 until (B)(6) 2016 at 04:03. The black box data for (B)(6) 2016 was not available. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and the total daily dose showed (B)(4).0u. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found.